Event description:
Spontaneous. Pt reported high pressure alarm on both primary and back up pump. Instructed pt to use a cassette from a different batch. Pt able to resume infusion. No other details available. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual cassette available for investigation? Yes did we replace the cassette? No. Did the pt have additional cassettes they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Lot number: 4298336. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. Reported to (B)(6) by: patient/caregiver.